Event description:
The customer reported that the 840 ventilator is inoperable. There was no patient involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to replace gui led pcb and cable. Covidien is not authorized to evaluate the device.